Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there was a broken/loose cable on a large hem-o-lock clip applier instrument. The instruments jaws failed to open on several attempts by the surgeon and at times would not open to maximum. The instrument was inspected prior to the case. The issue with the instrument was not discovered until it was used during the case. There was no delay in the procedure. There were no fragments from the instrument in the patient. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the staff was in the process of putting a clip on a vessel. After attempting to open the jaws to put the clip around the vessel, the clip applier barely opened. They were unable to put the clip around the vessel to apply the clip. There was no tissue stuck between the jaws. The issue occurred on the first clip application attempt. The site got a new clip applier instrument and was able to apply the clip where it needed to be applied. The confirmed this was a liver resection case. The event date was (B)(6) 2023.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken/loose cable causing clip application issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci large hem-o-lock clip applier instrument to perform failure analysis. The large hem-o-lock clip applier instrument was analyzed and found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Input disk #6 was found broken into pieces inside of the housing. The probable root cause is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observations not reported by site were identified: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Both pitch and grip input disk bearings exhibit orange discoloration.